Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or duplicate the customer¿s reported e315 error message. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, it is possible the e315 error message displayed due to a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a root cause could not be determined, as the reported issue was not confirmed or duplicated. Further evaluation found that the rubber adhesive was cracked due to external factors. Switch #3 was not working. The angle knob was out of specification due to stretching of the angle wire. A leak was observed in the scope connector due to handling. The insertion section of the tube was crushed due to external factors. Dirt was found on the objective lens and was difficult to remove, due to lack of cleaning. The operation unit, tip cover, tension adjustment ring, switch #1, control section cover, up/down knob, up/down angle lock, right/left knob, control grip, universal cord/operation side, scope connector side of universal cord, scope connector cover, and right/left angle lock, demonstrated scratches due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an e315 error message (scope error) was displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was received regarding the reported issue (an e315 error message was displayed): the reported issue occurred during a procedure. The intended procedure was diagnostic; however, no further details were known regarding the specific procedure. The procedure was completed using a different device. The reported issue did not affect the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility regarding the reported issue; and to provide additional information regarding the evaluation of the device. In addition to the device issues listed on the initial report, during inspection and testing, service also found there were scratches on the switch box and the boot on the control section side of the universal cord, due to external factors. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.